Event description:
It has been reported to philips that the cable drape detached from holders and hit a technician just above the eye. It is unknown if intervention was required. Philips has started an investigation of the complaint. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2023-03751. This complaint will be closed as duplicate.